Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Inspection found wge checkvalve clogged, replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While the customer was using a g118, they allege that they were not getting enough water and the tip was getting hot. No injury was reported from the alleged event.